Manufacturer narrative:
On 10 february 2017 the medical affairs director performed a clinical evaluation and commented as follows: few hours after primary cementless tha, the patient dislocated her hip. The only radiograph supplied shows the dislocated hip, therefore no consideration can be made as to the possible causes of the event. There is however no reason to suspect that a faulty device caused the problem. Batch review performed on 23 february 2017. Lot 164976: (B)(4) items manufactured and released on 04 november 2016. Expiration date: 2021-10-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Device not available

Event description:
Post-op the patient complained of hip pain. The surgeon determined the patient had dislocated her hip. The event happened the same day of the primary surgery. The surgeon revised the stem and head. The surgery was completed successfully. X-rays are available, explants are not available.